Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
As reported, the thermogard xp ivtm system (unknown sn) had no power. No other information was provided. No known impact or consequence to the patient.